Event description:
The customer reported that the paramedics were called due to his low blood glucose of 35mg/dl. The caller stated that the sensor was reading high blood glucose, and sometimes he has been treating off the sensor readings. The customer believes that he over delivered insulin, which caused his blood glucose to drop. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.